Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Event description:
It was reported that the patient received an alert for out of range impedance. High impedance was observed. Lead to be revised. X-ray revealed no abnormality. Lead revision has not been scheduled to date.

Manufacturer narrative:
The lead was returned in two pieces. Analysis of the returned portions was normal. No anomaly found.

Event description:
The lead was explanted due to high, out of range hv lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information stated that the lead was explanted due to high hv lead impedance.